Manufacturer narrative:
Device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the vertical line in the image was caused by a bad charged-couple device r-unit, and the most probable cause for the bad charged-couple device r-unit was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic showed a vertical line in the image, and it was also observed that the charged couple device r-unit was bad. There was no patient involvement.